Event description:
Procedure type: laparoscopic oophorocystectomy. According to the reporter: it was noticed the tip of the outer cylinder was chipped during use. The chipped piece could not be found. It was used as clamp port. The power sources used with the device were monopola and bipola electrical knife. Re-inserting the clamp was done once. No bleeding occurred. No tissue was damaged. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).